Manufacturer narrative:
The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before an unknown procedure, the instrument had a "mouth defect, incomplete." Instrument was like this in the original packaging. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The customer provided an image for review. The image provided by the customer is that of a harmonic instrument and the distal part of the instrument; clamp arm and tissue pad interface where it can be seen that the blade is broken off. The alert screen of replace instrument is typically displayed after the generator has failed to initiate functionality with the attached instrument three times. Blade damage can result in an alert screen. Blade damage is commonly caused by external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. This evaluation is based on the image and it is limited. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.